Event description:
Patient brought back for echo due to possible mass in the atrium. During the procedure, the device would not function in 3d, which prevented the physician from seeing the location of the mass within the atrium. The malfunction did not impact the patient's course of treatment in this case.